Event description:
Information was received indicating that a smiths medical cadd-legacy one ambulatory infusion pump displayed last error code 1720 during testing. It was also reported that the pump had case and screen damage and the lcd was bleeding. No adverse effects were reported.

Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy one ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the back label was missing, the upper corner was chipped and the case was dented. The investigation found that the pump displayed error code 1720, the lcd was bleeding, the lens was scratched and there was evidence of fluid ingression on the pump. The backup capacitor, both cases, lcd, lens, coin latch assembly and downstream occlusion sensor were replaced. Based on evidence and investigation, the complaint allegation was confirmed; however, the problem source is listed as unknown.